Manufacturer narrative:
Date of event: corrected data; initial MDR inadvertently submitted without date of event. Age: corrected data; initial MDR inadvertently submitted without patient age.¿

Event description:
It was reported that the patient had a prophylactic replacement. The hospital that the explant occurred in is a no return site, and discards explanted products. Therefore, the explanted product has not been received to date. No additional information has been received to date.

Event description:
Information was received via social media that the patient had a few problems and was getting a new one soon. Information was received from the physician's office that the patient was seen approximately three months ago and did not complain of any issues at the time. They were scheduled for a follow up later in the month. The physician also reported that the vns was interrogated, the settings were unchanged, normal diagnostic testing, and the battery life was 50%. No additional relevant information has been received to date.